Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to errors 23202 and 23210. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 23210 error was found pointing to errors 23118 and 23202 indicating ¿motor encoder incremental track has slipped,¿ on the usm 0x3 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23210 error was triggered indicating fault on the 0x3 axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the axes controller spar (acs) printed circuit assembly (pca) and axes controller spar (acs) hall sensor was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 1 was faulting out. Prior to calling in, the customer power cycled the system and it faulted out again. Technical support engineer (tse) reviewed the logs and found multiple faults for usm 1. Tse had the customer perform a hard power cycle of the patient side cart (psc) and still usm 1 was faulting out. Tse informed the customer on how to disable and get usm 1 out of the way. The procedure was completing as planned with no reported injury.